Event description:
An ophthalmic surgeon reported that he experienced a problem with the fax (fluid air exchange) of a cassette during a vitrectomy procedure. At the end of the procedure the fax was activated, but no air appeared. The procedure was able to be completed with no harm to the patient. Additional information was received advising that the surgeon used a manual technique and manually injected air with a syringe in the 3-way tap to complete the fax portion of the procedure.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).